Event description:
A caller reported experiencing a continuous glucose monitor error labeled cgm error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided information for a complete pump reset and guided the caller through the process, after which the error did not reappear. The caller successfully started their sensor session following the reset.